Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels between 558-602 with trace ketones. The cause was not known. The customer administered a correction injection to address the blood glucose levels. The recommendation was made to consult a healthcare provider in regards to diabetes management.